Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade and subsequent patient expiration remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref 9680001-2018-00078. During a premature ventricular contraction procedure, a cardiac tamponade occurred and the patient expired. While mapping with the tacticath the distal electrode appeared further away from the second electrode and the generator emitted a high impedance error. The catheter was moved to the aorta and displayed as intended. The physician decided to replaced the catheter for a tacticath se and the procedure was continued. Following ablation, the patient's heart did not appear to be contracting properly and a cardiac ultrasound was performed and revealed no anomalies. The procedure continued and after 30 minutes the patient was noted to be unresponsive and the EKG displayed st depression. A cardiac ultrasound was performed and revealed a cardiac tamponade. A pericardiocentesis was performed but the patient was in ventricular fibrillation. Cardiac resuscitation was initiated, angiography of the coronary veins confirmed there was no occlusions or thrombus. After an hour of resuscitation the patient expired.